Event description:
Hemochron response test well #1 at 700 seconds while test well #2 at 500 seconds. Procedure, therapeutic range for procedure, and baseline not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer evaluation reported: esv conducted with acceptable results. Liquid eqc conducted with acceptable results. MFR eval / investigation pending add'l info from consumer. MFR method, results, conclusions: MFR eval / investigation pending add'l info from consumer.